Manufacturer narrative:
(B)(4).

Event description:
The patient via a manufacturer representative reported that they had burning and ¿heat¿ at their implantable neurostimulator (ins) site. These issues started in (B)(6) 2016. These issues started for no reason and there was no known incident contributing to this. The patient had also been having trouble charging and there was swelling near the ins. The patient had seen their doctor earlier in the week and it was noted that it looked okay. The patient was encouraged to schedule a doctor¿s appointment so a manufacturer representative could check the device. The patient was implanted for spinal pain. No causes, diagnostics, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.